Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. They found that the system had a failed mixing pump, since the device only had 1180 hours on, so biomed was going to only do the mixing pump. Per follow up information, there was no patient involvement reported. Biomed would replace pump onsite. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device met specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling, and biomed wanted to troubleshoot. But they found that the system had a failed mixing pump, since the device only had 1180 hours on, so biomed was going to only do the mixing pump. Per follow up information received via email on 16sep2022, there was no patient involvement reported. Biomed would replace pump onsite.

Event description:
It was reported that the arctic sun device was not cooling, and biomed wanted to troubleshoot. But they found that the system had a failed mixing pump, since the device only had 1180 hours on, so biomed was going to only do the mixing pump. Per follow up information received via email on 16sep2022, there was no patient involvement reported. Biomed would replace pump onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.